Event description:
A jagtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (age and weight unknown). According to the complaintant, the tome appeared "to get hung in the scope elevator" and damaged the tip of the tome. The procedure was completed with another of the same device and there were no patient complications reported with this event.

Manufacturer narrative:
As received, a visual evaluation found that the working length had five 360 degree twists in it. The cutting wire was twisted approximately 180 degrees within the exposed length of the wire. The distal end of the device was collapsed and split out on the side. Two bends were found in the working length of the device. The collapsed section was found to be approximately 2 millimeter in length starting the distal end of the device. The split was found to be approximately 1.0 millimeters long starting at the distal end of the device. The bends were found at approximately 62.4 and 145.8 centimeters from the distal end of the guidewire introducer. A review of the device history record was performed and revealed no anomalies.